Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of over 300 mg/dl. The customer alleged the insulin pump was under delivering insulin due to insulin pump had insulin flow block alarm. Customer stated that they performed self test and fill cannula test. Insulin pump passed both tests. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.